Event description:
This lead was explanted and replaced due to loss of capture and loss of output. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The visual inspection demonstrated that the lead¿s distal part was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. The cuttings of the insulation and the deformation of the inner and outer coil occurred most likely during the explant procedure. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead¿s lumen. Next, the lead was destructively analyzed and coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.